Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported high sustained positive end expiratory pressure during pre-use checkout. There was no report of patient involvement.